Event description:
Returned to surgery on (B)(6) 2011 for removal of occluded catheter and replacement of this bard port that had been inserted (B)(6) 2010. When port was removed, it appeared the catheter had already sheared off. Cxr shows catheter fragment in the right atrium of the heart. Pt to angiography for removal. Old port and proximal portion of catheter to the lab. Tolerated procedures well.